Manufacturer narrative:
Device manufacture date initially reported as: 08/01/2115. Correction: 08/01/2015.

Manufacturer narrative:
Based on information provided, kci cannot determine that the allegation that the patient's wound had gotten bigger and the tunnel had increased in size are related to the activ.a.c.¿ therapy (system). Kci quality engineering found no evidence of an operational malfunction with the unit. The nurse stated that the patient's care givers were unable to properly monitor the unit and wound not check to see if the unit was charging or running properly and the patient would go hours at a time without the activ.a.c.¿ therapy (system) operating. This report is being filed due to possible user error. Device labeling, available in print and online states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient's wound showed signs of deterioration. On (B)(6) 2016, the following information was reported to kci by the nurse: the wound had gotten worse allegedly due to the power cord not staying in the unit and not charging the unit properly. The unit would shut off and the patient's care givers were not checking to see if the unit had turned off so the patient's wound would go for hours without therapy. The wound has gotten bigger, but no medical or surgical intervention has been done at this time. The patient's pre-existing tunnel had increased in size. The power cord strap was in use, but this did not help keep the power cord in place and the unit continued to not charge properly. On (B)(6) 2016, the following information was reported to kci by the nurse: since the placement of a different activ.a.c.¿ therapy unit wound progress has been made and there have been no further issues. The patient had a dressing change today, (B)(6) 2016, and the wound assessment found that the wound depth had decreased and the pre-existing tunnel was back to its original size. No surgical intervention was needed to resolve the events. A review of kci service records by quality engineering completed on oct 31 2016 found the following: on (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service and the unit passed the qc checks and met specifications prior to the patient placement on (B)(6) 2016. The device was returned to a kci service center on (B)(6) 2016, the device was tested per quality control (qc) procedure, including a power cord pull test to ensure consistent power cord engagement in the unit. The unit passed and was placed on a subsequent patient. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.